Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the catheter tubing. Two kink was observed on the catheter approximately 73.4cm and 58.4cm from the iab tip. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 20.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. Two kink was observed on the catheter approximately 73.4cm and 58.4cm from the iab tip. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 20.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, the fiber optic cable was connected to the cardiosave intra-aortic balloon pump (iabp). The iabp then generated a fiber optic sensor failure message and did not display the sensor readings. Therapy was continued and the pressure readings were obtained using an alternate source. Therapy was discontinued after three days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).